Event description:
Rptr indicated that a dell handheld computer's screen was freezing during and after interrogation. Reseating the flashcard sometimes resolved the issue. The prod has been returned to MFR for analysis.